Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's healthcare provider (hcp) discovered that the patient's ins was turned off on (B)(6) 2020, and the hcp was confused as to why it was turned off. The caller stated that the hcp turned the ins back on at that time. Yesterday, however, the patient had an appointment with their hcp and the hcp noticed that the ins was turned off again. In both instances that the ins was turned off, the caller confirmed that the patient did not encounter any sources of emi that could have turned off the ins. Yesterday, the caller stated that the hcp's "computer" indicated that the ins turned off about a week after their appointment on (B)(6) 2020, and had remained off until yesterday. The caller also mentioned that the hcp told them that the ins battery level was "closer to 0% than 25%" and told the patient that their ins battery level needs to be above 25%. The caller added that the hcp could see that the patient was only charging their ins for "10 minutes here or 10 minutes there" before it turned off the second time. The caller stated that the hcp thought the patient might be turning off the ins with the patient programmer, but the caller does not think the patient has one. During the call, they had the patient charge their ins and they initially reported that the ins was turned on, ins battery level was between 25%-50%, and all 8 coupling bars were filled in. The caller stated that the coupling bars decreased to 6 bars and then down to 4 bars, but they confirmed that the patient had moved. The caller confirmed that all 8 coupling bars filled back in after the recharger antenna was repositioned. Then the caller reported that the recharger was "buzzing" because the patient decided to stop charging the ins and pulled the recharger antenna away from their body. No issue was found with the recharger. The caller was unfamiliar with the basic functions of the recharger and asked how the patient's ins could turn off if they did not turn it off themselves and did not encounter any sources of emi. They reviewed that the ins can turn off when the ins battery level gets critically low or depletes. No symptoms were reported.